Event description:
It was reported that the customer received too low readings (normoglycemic and low range) from his accu-chek performa meter, starting on (B)(6) 2022. The caller reported that from (B)(6) the customer received low blood glucose results ranging from 50 mg/dl -120 mg/dl. Due to the these low results the user´s father stopped administering the customer¿s diabetes medications for 3 days in order to prevent blood glucose levels from dropping too low. On (B)(6) 2022, at an unknown time, the customer began to experience elevated blood glucose symptoms. The customer tested his blood glucose and received a result between 115-120mg/dl. One hour later, based on the customer¿s diabetes state, the father transported the customer to the hospital. At some point, the customer fell into coma. Upon arrival at the hospital, the customer´s blood glucose level was tested on his accu-chek performa meter and the hospital meter within 15 minutes. He received a result of 101 mg/dl on his performa system and a result of 500 mg/dl on the hospital meter. The customer was admitted into the hospital and was treated for hyperglycemia. The type of treatment the customer received was not provided. The customer was hospitalized for four days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.